Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the patient experienced wrenching, tearing, and twisting of the soft tissues, blood vessels, nerve fibers, bone, supporting ligaments, tendons and/or muscles of the hip and leg; aggravation of pre-existing injuries and/or conditions of his hip requiring surgery; poisoning from excessive metal debris; and failure to achieve proper bone ingrowth into the cup and thus failure to achieve proper fixation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address groin pain.